Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection confirmed there was a wrinkle in the seal of all 3 blades. The wrinkle in ln 432232 was raised and went all the way through the seal. Package passed the dye test. No functional problem found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01667; 0001526350-2023-01668.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. There were wrinkles in the sealing area. There was no patient involvement. Due diligence is complete, there is no additional information available.